Event description:
It was reported a patient experienced a break in aseptic technique, further described as the patient made a mistake, did not wear a mask and dressing was opened while performing peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was treated for peritonitis with vancomycin injection 2 grams, intraperitoneally (ip) to repeat on the fourth day and fortum 1 gram ip daily for 14 days. The patient was not hospitalized for the event. Outcome of the peritonitis event was unknown. It was unknown if the patient was retrained on proper aseptic technique. Pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.